Event description:
The consumer stated the vaporizer caused burns to her daughters head as a result of the unit over-boiling. Consumers are instructed in the owners manual to keep the unit away from children while in use and how to prevent the water from over-boiling. The child was taken to the emergency room but no further medical attention was required.